Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1825034-2015-01592. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 14-410002 bead tip gd wire 2.6mm x 80cm 384580,  14-440041 7mm x 200mm cannulated drill 333333,  27914  lag screw guide wire 3.2x460mm 765640,  14-440115 ankle locking nail 10 x 150mm 264220,  14-405060 ti-dble lead cort 5.0x60mm scr 407370,  14-405026 ti-dble lead cort 5.0x26mm scr 597740,  14-405024 ti-dble lead cort 5.0x24mm scr 843740,  14-405030 ti-dble lead cort 5.0x30mm scr 333333,  14-405032 ti-dble lead cort 5.0x32mm scr 333333.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient sustained mechanical breakage of nails in the post operative period. Post operative x rays notes angulation issues and possible nail unstable attempts were made to gain more information however, no information was received.